Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Device communicated and calibrated properly with test guardian link transmitter. No change sensor alert noted. Device received with scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 49 mg/dl. It was unknown if the customer was using auto mode at the time of incidence. Customer reported that they had calibration not accepted error and change sensor alert. Customer did the tester procedure as part of troubleshoot to the sensor alert. The insulin pump will not be returned for analysis.